Event description:
I went to the emergency room the morning of (B)(6) 2023. In the days leading up to the 19th, I had a fever of 102/103f, a rash starting near my right armpit and spreading all over my torso, headache, nausea, vomiting, and swollen lymph nodes on the back of my head. I had a spinal cord stimulator placed on (B)(6) 2023, and my doctor was concerned there was a chance of infection, so I went to the hospital. The rash continued to spread in the hospital. The ER (emergency room) performed an EKG (electocardiogram), an echocardiogram, chest x-ray, a CT (computed tomography) scan, and a lot of blood work. I think I was admitted based on my cbc (complete blood count), which showed a low white blood cell count and high eosinophils count (18.9%). A hematologist determined I had a dress syndrome reaction to bactrim, which I was on prophylactically post-surgery. I began to improve when they had me stop taking the bactrim. I was only in the hospital for 2 nights, until my white blood cell count and blood pressure improved (blood pressure bottomed out at 82/47). I was told this was an "edge case" and didn't have any organ damage.